Event description:
The customer reported that while the central station was in use monitoring pts along with telepack ambulatory transmitters, they lost all pt waveforms and physiological pt info at the central. No pt injury as reported.

Manufacturer narrative:
The company rep assisted the customer with rebooting the system over the phone, but that did not correct the problem. He went to the site and confirmed that the server had locked up. As a result of the server being locked up, he was unable to obtain the system error logs. He replaced the hard drive, reloaded the server software, and in unrelated repairs, he also reprogrammed two telepacks. The system was tested to factory specifications and returned to use.